Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
A patient reported their device was ¿doing funny things,¿ noting that she has been unable to turn off the implantable neurostimulator for an unrelated procedure. The patient attempted to sync with the ins, and they were seeing patient programmer batteries low informational message on the patient programmer screen. It was reviewed that the patient programmer batteries will need to be changed soon. The patient was assisted in bypassing the message and then turning the ins off. The patient mentioned that she has ¿too much pain¿ after using the spinal cord stimulator (scs) for a while and she turns the scs when this happens until her target pain returns. The patient stated that she uses scs as needed when her target pain increases, noting the scs relieves her pain a little. The patient noted it had been like this since implant. No further complications were reported/ anticipated. The indication for implant was non-malignant pain.